Event description:
Customer reported to beckman coulter, inc. (Bec) that quality controls (qc) for all chemistries on the cartridge chemistry (cc) side of the unicel dxc 600 synchron system (dxc 600) were out of range. Customer reported that magnesium calibration failed. Customer reported that the dxc 600 generated ocr (response out of range) high and back to back errors. Customer reported that about 500 microliters of a clear fluid leaked from cc reagent probe b. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the a/b valve insert and the reagent t-valve. The fse performed valve alignment and cc calibrations and found all results passed.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).